Manufacturer narrative:
Supplement #01 medwatch submitted to the FDA on 04/nov/2021 a device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number af04060. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6). 2021.a deflated balloon with a significant amount of coloration and a small hole visible was returned for observation. Under microscopic analysis, the small hole on the shell has rounded edges and rolls inward. Due to the hole, functional evaluation of the device could not be conducted. The complaint has been verified as it is uncertain how the hole was created as the shell rolls inward which is not consistent with a puncture from a surgical instrument.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 08/oct/2021. Additional information: the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There were no other complaints in the apollo database against this lot number af04060. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
Patient vomited the deflated balloon. No injury to patient.